Event description:
A peritoneal dialysis (pd) patient experienced leaking from a transfer set. It was further reported the leak was "found at the female connector. The patient was diagnosed with peritonitis on the same day as the event. It was not reported if the patient was hospitalized for the event. The day after the patient was diagnosed with peritonitis, the patient was givien piperacillin and moxifloxacin (dose, frequency, and route was not reported). At the time of this report, the patient outcome and action taken with pd therapy was not reported. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H11: the device was received for evaluation. A visual inspection with the naked eye noted a separation between the female connector and main body. Functional testing including leak, clear passage, and clamp function testing were performed with no issues noted. The reported condition of leak was not verified; however, a separation was noted. The cause of the separation condition was related to inadequate solvent application between the female connector, insert chip, and main body during the manufacturing process. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.